Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed without any problem. There were no patient injuries reported and the patient condition was good.